Event description:
False negative result (s). Customer tested twice over a period of days after being exposed at a group event. Each time resulted in negative result. They went to urgent care and tested positive. Customer states that the test seems to not register/identify new covid strains.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.